Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the device was showing an error and shutting off. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The third party engineer went onsite to perform testing on the device. The reported problem was observed by the third party engineer. The device's board was replaced (453564489071; dfm100 assy processor) and the software was reinstalled. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.